Manufacturer narrative:
Visual inspection of the device confirmed that the radio-opaque marker band tip had separated. Pictures of device tip under microscope attached. No other damage to device observed.

Event description:
A philips representative reported that during a peripheral vascular atherectomy procedure for 70% superficial femoral artery (sfa) stenosis, the marker band tip of the turbo-elite laser atherectomy catheter 420-159 detached during use in the patient. The marker band separated in the distal sfa, but they were able to retrieve it. The marker band was retrieved with a buddy wire while the patient was still in the cath lab. No patient injury occurred. The procedure was finished with another device. No impact on the patient outcome due to this malfunction.